Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from an hcp via a clinical study on 2020-sep-26. It was reported that on (B)(6) 2020 the pump was replaced and the catheter was revised at the spinal implant site. A catheter kink was identified during surgical observation. The event was considered resolved without sequelae on (B)(6) 2020.

Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial#: (B)(4), product type: catheter. Product ID: 8781, serial/lot #: (B)(4), ubd: 10-apr-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving fentanyl 2000 mcg for a total dose of 1407.20193 mcg/day, bupivacaine 9.2 mg for a total dose of 6.47313 mg/day, and morphine 2 mg for a total dose of 1.4072 mg/day via an implantable pump. It was reported on (B)(6) 2020 the patient reported increased pain and not noticing relief from bolus. The pump was reprogrammed where the fentanyl was increased. A catheter ere the fentanyl was increased. A catheter dye study/elective replacement indicator (eri) were scheduled at next pump refill. The outcome of the event was noted as ongoing. The clinical diagnosis was increased pain in the lumbar area. The etiology of the event indicated the relationship of the event to the device or therapy was possibly related and indicated the relationship of the event to the implant procedure was not related. The relatedness to the drug (fentanyl) was possibly related and the drug action that cause the event was no change in drug. The event date was (B)(6) 2020. No further complications were reported. Additional information was received from an hcp via a clinical study on (B)(6) 2020. It was reported that a catheter dye study (cds) was performed on (B)(6) 2020. The dye study failed due to an occlusion. A revision was scheduled for (B)(6) 2020 and the two-step weaning process was started with a decrease in medications. On (B)(6) 2020, the pump was increased due to withdrawal side effects.